Manufacturer narrative:
(B)(4). The returned lighttrail reusable 270um laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 308.3 cm from the tip of the connector to the end of the exposed glass tip. The exposed glass tip measured 3 mm and showed signs of degradation. Examination under magnification confirmed the pattern on the tip was consistent with normal degradation. When connected to the laser console, the following message was displayed: applicator has been used 3 times. There was no light from the sma connector, indicating a fiber fracture within the connector. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device revealed that there was no light from the sma connector, indicating a fiber fracture within the connector. Additionally, examination under magnification showed the exposed glass tip had signs of normal degradation. It is likely that procedural handling of the device during set-up or reprocessing contributed to the fiber break within the connector, resulting in the observed failure to fire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a lighttrail reusable 270um laser fiber was used in a flexible ureteroscopy procedure in the kidney performed on (B)(6) 2020. According to the complainant, during the procedure, the laser fiber did not generate energy to fragment the stone. Additionally, the laser fiber had been reprocessed 3 times. The procedure was completed successfully with another lighttrail reusable 270um laser fiber. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector.